Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 30-apr-2023, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 30-apr-2023, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient needed reprogramming. Patient stated he has no coverage. The day of the implant, patient called the hcp and explained an electrode was poking through his skin behind his ear. The hcp had him come into his clinic the same day as the implant and according to the patient, the exposed lead was cut off. Rep explained to the patient this lead is permanently damaged and rep will not be able to use it. Patient will be following up with another rep to see if the other lead can be reprogrammed. The lead was damaged when it was cut off by physician in the clinic after surgery. No further complications were reported. (B)(6) 2019 additional information was received from the rep. It was reported that patient's weight could not be obtained. As far as the serial number of the lead that was cut, it could not be determine. During procedures, the leads are opened and placed on the sterile field. The scrub tech and physician interchange leads so they get mixed up.  The patient came into the physicians clinic after leaving the hospital.  Rep did confirm he cut off the exposed lead tip with a scissors in the clinic. The week of the report, the rep met with the patient and did an impedance check. The top two electrodes were showing out of range readings and was able to get coverage with the other electrodes which had acceptable ranges.  Rep did explain to the patient the leads integrity is now jeopardized as a result of the physician cutting the lead and exposing internal components.  Rep asked the patient why he was not brought back to surgery to have the lead repositioned and fixed  instead of cutting it off in the clinic. He was not sure and seemed concerned and he was concerned he may have a replacement down the road.  Patient did state he has a poking sensation at the area where the lead was cut off by the physician.  Hcp was present at the reprogramming session.  Because of the unusual situation with the implant and cutting the lead at the clinic,  the patients home clinic, will no longer see him or manage his system.  A comment made by an operating room nurse the day of the implant; after the surgery, rep was pulled aside and asked how many surgeries hcp has done because it was not exactly a smooth procedure.   Bringing the patient back to surgery the same with an adverse event would create an unwanted (by physician) documentation of the event. This is why it was most likely done in a clinic setting. No further complications were reported.